Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. No new lead was implanted no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. No new lead was implanted no additional adverse patient effects were reported. Additional information indicated that this rv lead was dislodged. The lead will not be returned for analysis.